Event description:
In 2008, customer complains that the luer connection (tube/adapter) is leaking. Cytostatic drug dropped out. Enclosed the male part (infusion set cyto-ad z/4).

Manufacturer narrative:
Failure investigation conducted by vlv associates customer complains that the luer connection (tube/adaptor) is leaking. Cytostatic drug dropped out. Received: one envelope containing the following: the complaint unit from sh20-75 lot ua85 sample was received displaying the luer crack. Needle was still attached to the infusion extension line set. Evaluation: the returned sample was inspected and the crack was confirmed. Crack runs the length of the luer. The line set was returned still connected to a codan extension line set. The codan extension line set male connecting luer was evaluated for luer compliance. The luer meets the iso specification. However, the luer is on the high side of the specification. Cracked female luer: the sample returned was from sh20-75 lot ua85. Tolerance inspection of the female luer. Luer is within the iso standards (iso 594-2, lock fittings). Inspection of retain product from lot no. Ua85 shows the luer is within the iso requirements. However, the luer is on the upper end of the tolerances. Conclusion: luer cracking: sh20-75, the female luer cracked during use. Possible causes for cracking include: over-tightening. Cracking due to matching against a luer that falls dimensionally on the high side of the iso specification. See scanned pages.